Manufacturer narrative:
Additional information: b3/d10 event date clarified. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of october 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was broken. The luer lock connector was stuck and was unable to connect. The process step was not specified. A new set was used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.